Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer septal occluder was selected for implant. During the procedure, the device implanted was attempted, but then removed from the patient. When it was manipulated, it was noticed that the polyester suture inside the occluder protrudes and fell out. A non-abbott device was used instead to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of exposed thread could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, the exposed thread was observed protruding on the side of the device, which is an acceptable characteristic of the device. Two images from field appeared to show sewing knot protruding in between the discs, and a piece of thread separated from the device. Based on the information received and returned device analysis, the cause of the reported exposed thread could not be conclusively determined. It is possible that reported event might occur due to procedural complications. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer septal occluder was selected for implant. During the procedure, the device implanted was attempted, but then removed from the patient. When it was manipulated, it was noticed that the polyester suture inside the occluder protrudes and fell out. A non-abbott device was used instead to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is stable.